Manufacturer narrative:
The device history record and product release decision control sheet of the involved product/lot# combination were reviewed and no anomaly related to the event was found. The device has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that during a preoperative embolization of a dural arteriovenous fistula procedure, the physician noted a barely visible transparent filamentous fragment of approximately 5 cm length, allegedly stemming from the traxcess microguidewire coating. The procedure was completed using another microguidewire of unknown model without any difficulties. There was no report of harm or injury to the patient.